Event description:
It was reported that balloon rupture occurred. The target lesion was located in the diagonal branch of coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during inflation at 15 atmospheres, the balloon had radial burst. The area was stented and the procedure was completed. No patient complications were reported. The patient did well and has been discharged. It was further reported that the target lesion was 90% stenosed and was an area of in-stent restenosis located in the non-calcified and mildly tortuous diagonal branch of the left anterior descending artery. The balloon was inflated once at 12 atmospheres; however, the balloon ruptured. The procedure was completed with stent placement.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the diagonal branch of coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during inflation at 15 atmospheres, the balloon had radial burst. The area was stented and the procedure was completed. No patient complications were reported. The patient did well and has been discharged.